Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance diagnosed with diabetic ketoacidosis (dka). The patient was initially taken to (B)(6) health service and from there flown to (B)(6) hospital in (B)(6). The patient's father reported that her blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours on the back. Symptoms reported include nausea, vomiting and loss of consciousness. The patient was treated with insulin, dextrose, potassium, bicarb and IV antibiotics (doctors suspected a cold or an infection). The patient was released after 2 days. The pod was discarded at the hospital.